Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. During examination, the foreign material could not be identified. There was no physical damage where the foreign material was found. Based on the results of the investigation, the cause of the foreign material that remained at the distal end was not confirmed. The legal manufacture could not confirm that the reprocessing was conducted in accordance with the instructions for use (IFU), as three attempts were performed to obtain additional information, but no response was received from the customer. The instruction manual states the detection method associated with the event in "evis exera tjf type 160vr operation manual chapter 3 preparation and inspection", and preventative measures in "evis exera tjf type 160vr reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects on the distal end. There were no reports of patient involvement.